Manufacturer narrative:
Investigation summary no customer returns were provided for investigation. Samples are not retained for manufacturing work order product. Certain assays, in this case hdl, are not validated in bd clinical laboratory protocols. Therefore, we are at the present time, unable to perform further internal clinical testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: abnormal reported parameter no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while internally testing bd vacutainer® sst¿ blood collection tubes, there were within-tube stability biases for high density lipoprotein (hdl) that did not meet the current stability claim indicated in the bd vacutainer sst instructions for use. Quantity affected is not specified. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while internally testing bd vacutainer® sst¿ blood collection tubes, there were within-tube stability biases for high density lipoprotein (hdl) that did not meet the current stability claim indicated in the bd vacutainer sst instructions for use. Quantity affected is not specified. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k230855 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.